Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) was triggered on the right ventricular (rv) lead. The lead exhibited high impedance, oversensing with increased sensing integrity counter (sic) and ventricular tachycardia (vt)-non-sustained episodes. A lead fracture was suspected. A lead revision was performed. During the procedure the stylet was unable to advance in the lead due to the lumen being crushed. The lead was cut and the stylet was re-introduced below the fracture site. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead, memory indicated the criteria for the right ventricular lead integrity alert were met, indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).14 non-sustained tachycardia (nst) episodes with v-v intervals <(><<)> 220 ms from (B)(6) 2016. 2122 v-sics since last session 21 hours ago.lead failure predictor triggered on (B)(6) 2016 for v-sics and nsts. Right ventricular pace impedance steady at approximatley 463 ohms through (B)(6) 2016, rises out of range by (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.